Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("heavy menses") and genital haemorrhage ("abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In march 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("gastrointestinal or digestive sysytem condition type-bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In january 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("allergic or hypersensitivity reaction type: rash / rashes or skin conditions type: skin rash,"), pruritus ("allergic or hypersensitivity reaction type: itching") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain / abdominal area"), back pain ("back pain") and mental disorder ("psychological or psychiatric problems condition:"). The patient was treated with surgery (novasure endometrial ablation, dilation and curettage and laparoscopic bilateral salpingectomy with removal of the essure implant, hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, abdominal distension, dyspareunia and weight increased had resolved, the genital haemorrhage, hot flush, vaginal haemorrhage, rash, pruritus, female sexual dysfunction, mental disorder, dysmenorrhoea and fatigue outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, mental disorder, pelvic pain, pruritus, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Approximate weight at the time of essure placement 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - in may 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, abdominal distension, dyspareunia. Most recent follow-up information incorporated above includes: on 25-feb-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- hormonal changes describe: hot flashes, abnormal bleeding (general), abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: rash/ itching, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition:, rashes or skin conditions type: skin rash, dysmenorrhea (cramping), fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: bloating, hair loss. Reporter information, medical history, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('heavy menses') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("gastrointestinal or digestive sysytem condition type-bloating"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash / rashes or skin conditions type: skin rash,"), pruritus allergic ("allergic or hypersensitivity reaction type: itching") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain / abdominal area"), back pain ("back pain") and mental disorder ("psychological or psychiatric problems condition:"). The patient was treated with surgery (novasure endometrial ablation, dilation and curettage and laparoscopic bilateral salpingectomy with removal of the essure implant, hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, abdominal distension, dyspareunia and weight increased had resolved, the genital haemorrhage, hot flush, vaginal haemorrhage, dermatitis allergic, pruritus allergic, female sexual dysfunction, mental disorder, dysmenorrhoea and fatigue outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, mental disorder, pelvic pain, pruritus allergic, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Approximate weight at the time of essure placement 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, abdominal distension, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("heavy menses") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of the essure implant) and surgery (novasure endometrial ablation, dilation and curettage). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, abdominal distension and dyspareunia had resolved. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.